Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead had dislodged. Patient was symptomatic. It was noted that the dislodgement was related to patient sudden and brusque movements. The lead was explanted and replaced. Patient was in good condition during and after the procedure.